Manufacturer narrative:
Per tandem user guide: accessories for charging from wall and automobile outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump.

Event description:
It was reported that the pump was hot to touch while charging resulting in the charging supplies beginning to burn/melt. Reportedly, the customer was using non-tandem charging supplies to charge the pump. Customer's blood glucose level was 4.3 mmol/l. Customer reverted to an alternate method of insulin therapy.